Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the use of the guidewire, the guidewire was inspected, and no abnormalities were observed. The tip of the guidewire was not manipulated prior to use. The guidewire was not introduced into the ventricle through a catheter that was already positioned in the ventricle. The guidewire was placed in the apex of the left ventricle using a pigtail catheter, and the guidewire position was monitored to ensure that the transition point was above the apex and pointing away from the ventricle wall throughout the procedure. The guidewire was not repositioned during the procedure, and the guidewire was not twisted or torqued. The guidewire position was visually monitored using 2 projections to ensure the guidewire placement was stable. The guidewire was not manipulated without fluoroscopic visualization. Additionally, it was reported that the physician may have felt resistance during use of the guidewire. As the valve was being released, there was no forward movement. Patient anatomy was not a contributing factor to the perforation. Per the physician, the cause of the perforation was due to the physician pushing on the guidewire more than necessary. Per the physician, the valve and the delivery catheter system (dcs) did not cause or contribute to the perforation. The valve was implanted successfully following surgical repair of the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID d-evolutfx-2329 (lot: 0011821336); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a confida guidewire was used. During delivery to the left femoral artery, fluoroscopy was removed from the left ventricle and hypotension was observed. A left ventricle perforation was reported. The valve was reported to have been implanted. After thoracotomy and percutaneous cardiopulmonary support (pcps) was attached, a laceration of 3 centimeters (cm) was observed near the apex. The perforation was surgically sutured. No additional adverse patient effects were reported.